Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report: 1627487-2020-31850. It was reported that patient experienced ineffective stimulation due to invalid impedance issue on the cervical leads. Programming changes were attempted however it was unsuccessful. Both leads were explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable.